Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The olympus french subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope. The results obtained comply with the target level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016, for an endoscope subjected to high-level disinfection and rinsed with sterile water. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The device was evaluated and there were no abnormalities found that could have led to the positive culture. The following non-reportable malfunctions were found during the device evaluation: distal end cover chipped, bending section glue clouded and separated, scope cover scratched, up down knob noise, air/water cylinder scratched, connector plug unit scratched, universal cord wrinkle, angulation less than specified value, angulation play, connector circuit board defect olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process. The device was rinsed before manual disinfection. During manual cleaning all channels were flushed with and immersed into anios disinfectant. Tap water was used to rinse after disinfection. The automated endoscope reprocessor (aer) used with anios detergent and anios disinfectant. The water quality was filtered water and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a drying cabinet. Olympus is the maintenance company. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope biopsy channel tested positive for over 100 colony forming units (cfus)/100 ml of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.